Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that there has been a decrease in sensing on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. (B)(4).